Event description:
The pt has been wearing contact lenses since 1987 and has never experienced problems until last year. Pt originally used soft standard lenses, and then two years ago, changed to the johnson and johnson brand of daily disposable contact lenses. In august 2000 pt changed to focus dailies. While on holiday in the u.k. Pt experienced pain in left eye. The ophthalmologist diagnosed two corneal ulcers in left eye resulting from a laceration. Swab results later showed a virulent infection. Pt was treated with antibiotic drops and ointment at night (brands unk). Pt has since been released from doctor's care and is free to resume contact lens wear.